Manufacturer narrative:
It was reported that the compressor mini would not start. According to the service report our service technician found that the capacitor for the motor was broken. It was replaced and the unit passed all tests and was cleared for clinical use. No goods was returned for investigation. If the compressor cannot deliver enough air pressure, the connected ventilator will alarm for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. The conclusion in this matter is that the event was caused by a broken capacitor for the motor. The root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer ref.#: (B)(4).